Manufacturer narrative:
The affected device was tested by dräger service technician onsite. Additionally the log file of the affected device was provided for further investigation at the manufacturer¿s site. Based on the log file analysis the reported event could be confirmed. A faulty power supply was identified onsite as the root cause of the event. In case the power supply fails to deliver the internal supply voltages, the device stops ventilating and shuts down and an independently powered audible power fail alarm sounds for at least two minutes. During the power failure the emergency-breathing valve opens allowing spontaneous breathing. The device reacted as specified and generated an audible power fail alarm in order to alert the user of this situation. Replacing the power supply remedied the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported, that the device evita xl suddenly shut down and generated a continuous beep tone. Switching on the device was accompanied by a loud beep tone but otherwise it was not possible to start the device. There were no patient consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that the device evita xl suddenly shut down and generated a continuous beep tone. Switching on the device was accompanied by a loud beep tone but otherwise it was not possible to start the device. There were no patient consequences reported.